Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a pneumothorax procedure. There was a problem loading the device, due to improper operation and false excitation. The stapler was not able to be fired. The surgeon was not able to squeeze the handle. There was no patient injury.